Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6).

Event description:
It was reported that signal loss over one hour occurred. The patient stated that she changed the sensor and went to sleep before the sensor warmup completed. The signal loss started on (B)(6) 2022 at around 9:30 pm and was still ongoing in the morning of (B)(6) 2022 until 11:47 am. She went into ketoacidosis, with nausea, dizziness, headache and stomachache. A blood glucose (bg) reading taken by her mother in the morning was 24.0 mmol/l. The mother called for an ambulance. A bg reading taken by the ambulance staff was 22 mmol/l. She was taken to the hospital where the ketone level was 3.9 mmol/l. She was treated with fluid therapy, insulin, and unspecified 'nutrients.' She was discharged on (B)(6) 2022 at around 2:15 pm. At the time of the report she was at home and had recovered. A review of data investigation shows that the patient experienced a prolonged period of signal loss that began at 9:12 am on (B)(6) 2022 and lasted until 7:47 am on (B)(6) 2022. Further investigation is ongoing. No additional patient or event information is available.

Event description:
Since the patient decided to keep the product, evaluation of the device is not possible. A review of performance data shows that the patient's high alert was set to 12.5 mmol/l and that her always sound feature was disabled. The patient experienced a sensor failure at 11:37 pm on (B)(6)2022 which was accompanied by a visual failed sensor alert. At 11:42 pm, the patient received a second failed sensor alert, this time of half volume. At 11:47 pm, the patient received a third failed sensor alert at full volume. The patient continued to receive failed sensor alerts at full volume every five minutes until the alert was finally acknowledged at 8:28 am on (B)(6)2022. The patient did not begin a new sensor session until 1:47 pm the following day on (B)(6)2022. The first estimated glucose value the patient received after warm-up was a reading of high (greater than 22.2 mmol/l) at 3:52 pm which was accompanied by a visual high alert. The patient received a second visual high alert at 3:57 pm with an egv of 21.3 mmol/l; a third visual high alert at 4:02 pm with an egv of 20.4 mmol/l; and fourth visual high alert at 4:07 pm with an egv of 20.0 mmol/l; and a fifth visual high alert at 4:12 pm with an egv of 19.1 mmol/l. A brief period of signal loss occurred from 4:17 pm to 4:27 pm, after which the patient received another visual high alert at 4:27 pm with an egv of 17.8 mmol/l which she acknowledged three minutes later. The patient's egvs continued to gradually decrease from that point on until the patient dropped back into target range at 8:47 pm later that day. The reported complaint of signal loss was not confirmed. However, it was confirmed that the patient experienced a sensor failure prior to the hyperglycemic event. The root cause of the sensor failure was determined to be low counts aberration. The root cause of the reported hyperglycemic event , however, could not be determined as data investigation shows the system performed as intended and the patient received all intended alerts.

Manufacturer narrative:
(B)(4)